Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar channels were unable to work, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed and reported failure could not be reproduced. The iesu was placed on an in-house system and was ran in normal mode. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar channels were unable to work, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The reported failure was reproduced. The fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the issue. System tested and verified as ready for use. An RMA was issued to the customer requesting to have the isi device returned. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the erbe not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar channels were not working on the vio erbe generator. Per the system logs, error m-36 on erbe was verified. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check and reseat the monopolar cable, use backup monopolar cables and power cycle the erbe with no success. The customer continued with the procedure using the force triad generator. There was no report of patient injury.